Event description:
On (B)(6) 2102, the reporter contacted animas alleging that the keypad buttons are sticking on the patients pump, and the pump is exhibiting wear and tear. There is no reported adverse event associated with this complaint. This complaint is being reported because of the alleged kaypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 device evaluation submitted (B)(4) 2012: the pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: no evidence of defect involving to a keypad buttons. Keypad is intact to base with no evidence of peeling or damage. All keypad buttons are responsive.